Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify error 38 due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated that the insulin pump exposed to magnetic filed. Customer stated that the reservoir had leak. Customer was able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.